Event description:
Complainant indicated that device caused the associated defibrillator to display a "poor pad contact" message and did not allow the defibrillator to discharge. There was no indication from the complainant that the device was in use on a patient at the time of the reported malfunciton.